Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with another manufacturer's implantable device, had exhibited gradually increasing shock impedance measurements as high as greater than 200 ohms. The patient's implantable device was scheduled for replacement at the time of report, and it was noted that defibrillation threshold (dft) test performed at the previous implant procedure revealed a shock impedance measurement of 50 ohms. Technical services (ts) reviewed possible causes and troubleshooting options. This rv lead remains in service at this time. No adverse patient effects were reported.